Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent orif surgery for femoral trochanteric fracture with tnfa. The surgery was completed successfully without any surgical delay. After surgery, it was confirmed that the femoral head has become varus. Therefore, a revision surgery to replace the femoral head with an artificial head is scheduled. The surgeon mentioned that that this was not due to the implant. He also mentioned that regarding the cause of this event, he should have chosen an artificial femoral head in the first place.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review manufacturing location: (B)(4) / packaged, sterilized and released by: monument. Manufacturing date: 03-dec-2024, expiration date: 01-nov-2034, part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile, lot number: 43947p6 (sterile), lot quantity: (B)(4). Note: helical blade was manufactured by (B)(4); lot number 42378p1 quantity (B)(4). Parts were packaged, sterilized, and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by sterigenics was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 43947p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. 03-jul-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 43947p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.